Manufacturer narrative:
Block b3: exact date unknown, event occurred six weeks after implant. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 794880, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7101983, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7103043, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7109714, UDI: (B)(4).

Event description:
It was reported that the patient had an infection at the left occipital incision site, presenting with redness, swelling, and pain. The patient was treated with antibiotics and hospitalized. High impedance on the lead was also noted. All device components were explanted and discarded by the medical facility. The patient was doing well.